Manufacturer narrative:
H6 type of investigation, supplemental report inadvertently did not code b01 when testing of the device was preformed.

Manufacturer narrative:
H1 type of reportable event: supplemental 2 inadvertently listed serious injury instead of malfunction. B1 type of report: initial report should have selected adverse event. B2 outcomes attributed to adverse event, initial report should have selected other serious. B6 relevant tests/laboratory data, including dates: initial report inadvertently did not list data that was known.

Event description:
It was reported by the patients mother that rns was recently implanted. It was under her impression that the patents output current is 2 ma however it was set to 2.75 ma. The rns implant physicians did interrogate the patient¿s device but told mother that no settings were changed. When the patient went to see his regular neurologist, mother reported the normal output current was supposed to be at 2ma but had changed to 2.75ma. Settings were adjusted back to 2ma. The mother also reported that the patient was experiencing increase in seizure. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that the patient's mother called reporting patient has had an increase in seizures and obstructive sounding breathing and that they were trying to stabilize patient. Date of this occurrence is unknown. Therefore, will be reported. No other relevant information has been received to date.

Event description:
It was later reported that apnea was assessed to have 5.6 events per hour and oxygenation not indicative of apnea diagnosis based on medicare standards from a home study. No other relevant information has been received to date.

Event description:
It was later reported by the patient's mother that the patient was set to undesired settings after surgery about a year ago (previously reported). Patient also has been having obstructed sleep issues. Settings were turned down even further, after the apnea was confirmed. The provider suspects that increase in seizure is due to rns. The increase in seizure was noted to be back to pre-vns baseline. The cause of sleep apnea was noted to be caused by a combination of vns, excess weight, and sedating medications. No other relevant information has been received to date.